Manufacturer narrative:
Vyaire complaint# (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed that the oxygen percentage was unable to be selected or changed. The problem was traced to the main circuit board. The main circuit board was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the model lap top ventilator 1200 fio2 push button was not functioning. The clinician attempted to change the oxygen percentage during patient set up and was unable to. The customer confirmed that there was no patient involvement associated with the reported issue.